Event description:
Related to MFR report # 2183959-2012-02317, 2183959-2012-02319. It was reported by the plaintiff's attorney that on or about (B)(6) 2006 the plaintiff was implanted with a monarc sling system "to treat her pelvic organ prolapse and urinary incontinence." It was alleged that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," "has sustained permanent injury, has undergone medical treatment," and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.